Manufacturer narrative:
Batch review performed on 29 march 2018; lot 1654936: (B)(4) items manufactured and released on 13 march 2017. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of the same lot. Visual inspection performed on march the 28th, 2108 by r&d product manager: pictures received with the complaint were also considered. Breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, a screw ø6mm was inserted, without tapping because of low bone quality, therefore the procedure was correct according to the manufacturer's instructions. The failure can be related to metal fatigue or existing damages occurred in previous surgery. The screwdriver tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn or equivalent) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver (ref 03.51.10.0140 or equivalent) to complete the surgery in case of breakage.

Event description:
Instrument tip breakage during insertion of the second pedicle screw (6x45mm). In order to avoid any issues, the surgeon replaced the implanted pedicle screws with new implants. Surgery was performed using percutaneous approach; the tap was not used. The bone quality was not good and bone density was low, therefore the surgeon was able to insert pedicle screws into the bone properly, without tapping. He wanted to avoid the risk of pedicle screw loosening due to the tapping hole preparation.